Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient claimed she was hospitalized with a bg level of 700. Patient stated that she believes her pump failed and not her cgm. At the time of the call patient reported feeling fine and was working.